Manufacturer narrative:
Calibration was last performed on (B)(6) 2022. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that the tubing from the syringe to the pressure sensor was defective. The syringe tubing and sensor were replaced, the reagent probes were adjusted, the reaction cells were replaced, and a cell blank measurement and hardware check were performed successfully. The customer ran calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 results for 1 patient sample on a cobas 6000 c (501) module. The initial creatinine result was 0.1 mg/dl. The initial result was reported outside of the laboratory. The doctor questioned the result because it did not match the patient's clinical history. The sample was repeated on another module and the result was 1.1 mg/dl. The repeat result was deemed correct. The creatinine reagent lot is 654879. The expiration date was requested but not provided.